Manufacturer narrative:
Additional information was requested but not yet provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient became increasingly hypotensive, the rapid response team was called, and cardiopulmonary resuscitation (CPR) was initiated. The patient passed away on (B)(6) 2023 due to exsanguination, hypotension, and pulseless electrical activity (pea) arrest.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number: (B)(6), and the reported events and patient outcome cannot be conclusively established through this evaluation. Although it was reported that exsanguination was not an official cause of death, the heartmate ii lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and outlines the recommended anticoagulation therapy and international normalized ratio (inr) range. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Although it was reported that exsanguination was not an official cause of death, the current heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists bleeding and death as adverse events that may be associated with the use of heartmate ii lvas. Section 6 ¿patient care and management¿ (under "anticoagulation") contains information regarding the recommended anticoagulation therapy and inr range that should be maintained for patients using the device as well as the recommended anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.